Event description:
It was reported that a 6x28 omnilink was opened by mistake, but the physician decided to use the 6x28 omnilink to measure the length of the lesion. The device was inserted into the patient and while trying to measure the length of the lesion the stent dislodged. An attempt was made to snare the stent; however, this was unsuccessful so an agiltrac balloon was used to try to retrieve the stent, but a stent placed approximately a year ago prevented the retrieval of the stent. The partially inflated stent was left and deployed in the unintended site. An 8.0x28 stent was deployed through the 6x28 stent into the lesion.